Manufacturer narrative:
This literature case describes the occurrence of device breakage ('one coil was noted to fracture/fracture with attempted removal'), pelvic pain ('chronic pelvic pain with retained essure coils') and device expulsion ('the broken pieces retrieved : uterus') in a 49-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Literature reference: pepin k, einarsson j, retained essure implants after salpingectomy and essure removal procedure, journal of minimally invasive gynecology, 2019, 00. Other product or product use issues identified: medical device monitoring error "patient had essure devices placed despite a pre-existing nickel allergy". The patient's medical history included gravida I, parity 1 and nickel sensitivity. Concurrent conditions included morbid obesity. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria hospitalization, medically significant and intervention required), pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), migraine ("migraine"), abdominal distension ("chronic bloating"), fibromyalgia ("fibromyalgia.") And allergy to metals ("nickel allergy"). The patient was treated with surgery (laparoscopic salpingectomy and hysteroscopy). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage had resolved and the pelvic pain, device expulsion, migraine, abdominal distension, fibromyalgia and allergy to metals outcome was unknown. The reporter provided no causality assessment for abdominal distension, allergy to metals, device breakage, device expulsion, fibromyalgia, migraine and pelvic pain with essure. The reporter commented: 49 years old female patient had history of essure tubal occlusion and chronic pelvic pain with retained essure coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.5 kg/sqm. Abdominal x-ray - on an unknown date: retained essure coils bilaterally. X-ray - on an unknown date: essure coils in place.; on an unknown date: complete removal of the retained devices at the end of the procedure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-nov-2019: new event device expulsion was added. Updated outcome of event device breakage form unknown to recovered / resolved. Concomitant condition was added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This literature case describes the occurrence of device breakage ('one coil was noted to fracture') and pelvic pain ('chronic pelvic pain with retained essure coils') in a 49-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Literature reference: (B)(6) retained essure implants after salpingectomy and essure removal procedure, journal of minimally invasive gynecology, 2019. Other product or product use issues identified: medical device monitoring error "patient had essure devices placed despite a pre-existing nickel allergy". The patient's medical history included gravida I, parity 1 and nickel sensitivity. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria hospitalization, medically significant and intervention required), pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), migraine ("migraine"), abdominal distension ("chronic bloating"), fibromyalgia ("fibromyalgia.") And allergy to metals ("nickel allergy"). The patient was treated with surgery (laparoscopic salpingectomy and hysteroscopy and total hysterectomy). Essure was removed. At the time of the report, the device breakage, pelvic pain, migraine, abdominal distension, fibromyalgia and allergy to metals outcome was unknown. The reporter provided no causality assessment for abdominal distension, allergy to metals, device breakage, fibromyalgia, migraine and pelvic pain with essure. The reporter commented: 49 years old female patient had history of essure tubal occlusion and chronic pelvic pain with retained essure coils diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on an unknown date: retained essure coils bilaterally. X-ray - on an unknown date: essure coils in place.; on an unknown date: complete removal of the retained devices at the end of the procedure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
(B)(4).

Event description:
This literature case describes the occurrence of device breakage ('one coil was noted to fracture') and pelvic pain ('chronic pelvic pain with retained essure coils') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Literature reference: pepin k, einarsson j, retained essure implants after salpingectomy and essure removal procedure, journal of minimally invasive gynecology, 2019, 00. Other product or product use issues identified: medical device monitoring error "patient had essure devices placed despite a pre-existing nickel allergy". The patient's medical history included gravida I, parity 1 and nickel sensitivity. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria hospitalization, medically significant and intervention required), pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), migraine ("migraine"), abdominal distension ("chronic bloating"), fibromyalgia ("fibromyalgia.") And allergy to metals ("nickel allergy"). The patient was treated with surgery (laparoscopic salpingectomy and hysteroscopy and total hysterectomy). Essure was removed. At the time of the report, the device breakage, pelvic pain, migraine, abdominal distension, fibromyalgia and allergy to metals outcome was unknown. The reporter provided no causality assessment for abdominal distension, allergy to metals, device breakage, fibromyalgia, migraine and pelvic pain with essure. The reporter commented: (B)(6) female patient had history of essure tubal occlusion and chronic pelvic pain with retained essure coils diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on an unknown date: retained essure coils bilaterally. X-ray - on an unknown date: essure coils in place.; on an unknown date: complete removal of the retained devices at the end of the procedure. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.